Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at least four preloaded insertion systems (pcb00) tore the sub-incisional anterior capsule during implantation. None of the lenses have had to be removed. One serial number (B)(4) was provided. The back haptic nicked the anterior capsule. The patient is doing well and there was no explant. No additional information was provided. A separate MDR was filed for the remaining three reported pcb00 devices of which no serial numbers or patient information were provided.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation as the lens remains implanted. A product investigation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.